Event description:
It was reported that the event occurred while in the cardio cath lab during insertion. The md attempted to advance the prepped per instruction intra-aortic balloon (iab) through the teflon sheath via left femoral artery when he felt some resistance and the iab got stuck in the sheath. As a result, the md removed the iab and teflon sheath together. A new iab kit was retrieved, after product prep was inserted into the same insertion site (left femoral artery) successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The procedure was delayed or interrupted while prepping a new iab with no harm to the pt. The pt outcome was no harmful outcome to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed, if add'l info becomes available.